Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's hip was revised due to dislocation of the head from the liner. Additionally, the surgeon reported the presence of metallosis. An lfit v40 head and 36g poly liner were revised to a constrained liner with ceramic head and sleeve. The stem was not revised. Rep provided explant pictures and reported that x-rays, medical records, and additional information are not available due to hospital policy.